Event description:
It was stated that the customer was hospitalized for high blood glucose levels and vomiting. Prior to the event the customer was experiencing no delivery alarms and blood glucose levels as high as 442 mg/dl. The customer changed the infusion set several times, but continued getting the alarms. The insulin pump passed the self-test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.